Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. Returned device analysis reveals a cardiac pacing lead with damage on the outer insulation in several locations along the length of the lead. The damage to the outer insulation allowed blood to reach the outer coil, which might compromise the function of the device. The origination of the damage is undetermined.

Event description:
It was reported this lead was explanted and returned because of a loss of sensing, high thresholds and the impedance was >3000 ohms. At explant, the setscrew could not be retracted; manual traction was performed to explant the lead. It was reported that there was blood noted inside the insulation along with an "opague" look to the distal 15+/- cm. A new lead was placed with no incidents. The device was actively implanted for approximately 2 years, 4 months.